Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of synthes device history records for manufacturing revealed no complaint related issues.

Event description:
Patient was implanted with retro/antegrade femoral nail construct on an unknown date in (B)(6) 2011 for fracture of left femur. X-rays taken on unknown date for an unknown reason revealed atrophic non-union. Patient was returned to or on (B)(6) 2012 for removal of all hardware. Patient was revised to a larger nail. This is 1 of 2 reports for the same event.